Event description:
On (B)(6), 2011, this pt underwent repair of a 5.3 x 5.1 cm abdominal aortic aneurysm with three gore excluder aaa endoprostheses. On (B)(6), 2011, follow-up computed tomography angiography and duplex showed a possible type iii endoleak around the contralateral gate of the trunk-ipsilateral leg component. It was reported there was minimal enlargement of the sac to 5.5 x 5.3 cm. On (B)(6), 2011, an intervention was performed to treat the possible type iii endoleak. It was reported that during the procedure, the endoleak appeared to be originating from the left internal iliac artery. The physician reportedly ballooned the left internal iliac artery, and the endoleak improved but did not resolve. It was reported that it was then thought the endoleak was a distal type I endoleak originating from the contralateral leg component. The physician implanted an add'l contralateral leg component for distal extension. However, additional angiography showed an endoleak, and it was reportedly determined that the endoleak was a type ii endoleak originating from the inferior mesenteric artery. The physician chose to leave the endoleak and will continue to monitor the pt.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Additional devices implanted and involved in this event: (B)(4).